Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive two da vinci instruments used during the reported event to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument also passed the electrical continuity test. The reported complaint could not be replicated, during the failure analysis investigation, as the instrument was recognized be the test system and successfully passed all functional tests. Based on logs, the emergency stop was confirmed. The instrument was fully functional and no product issue was found. The complaint was not confirmed by failure analysis. Isi also received the cadiere forceps instrument and failure analysis testing was completed. The cadiere forceps instrument was analyzed and failure analysis could not be replicated nor confirmed. The instrument underwent external and internal visual inspection, no issues detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No product issue was identified. There was no recognition error. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 11/01/2024, the following additional information was obtained: additional log data were reviewed. All joint positions were static, except for a drift associated with the right master tool manipulator (mtm) on the second surgeon side console (ssc), however, the data do not indicate that the drift translated to motion on the arm. A view of the data plots provided indicate that any movement on arms did not have error messages associated with them that would have been visible to the customer.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the doctor called her and said arm 1 flipped around on itself during the case. The csr did not have any other details and the case was over when the doctor contacted the csr. The logs did not show any major errors. The logs did show a sterile adapter (sa) read 31010 error on arm 1 and 2 and a right master tool manipulator (mtmr) drift 23075 error during the case. The 23075 drift could have been what the doctor was talking about, but no way to know for sure as the site did not call in real time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the fse stated that there was a misunderstanding in the customer communication. The arm did not flip around itself. There was no issue with the system. There were only communication errors, which were displayed. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon reported that the problem was not with the cadiere forceps, but the fact that the arm, which this instrument was inserted on, switched from the lower abdomen to the upper abdomen without any action on the surgeon's part. The surgeon had to perform an emergency opening with the emergency key, as the arm became wedged under the neighboring arm and could no longer be operated. However, the surgeon already discussed this in detail with one of the isi technicians and had nothing more to add. Isi had also provided pictures. The surgeon reported that the arm was out of action until the emergency opening because it was wedged and then was used again. The surgeon confirmed that the procedure was performed robotically with all 4 arms and reported that the procedure probably had a procedure delay of about a quarter of an hour.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by customer fault recovery/ system restart. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.